Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery; customer continues to experience frequent occlusion issues, and further assistance was requested.